Event description:
It was reported that the patient's implanted right ventricular (rv) lead dislodged during a cardiac catheterization. A new rv lead was implanted as the physician was unable to extract the old lead due to the helix. The patient was pacing dependent and required temporary pacing. The new lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2007. (B)(4).